Manufacturer narrative:
The other applicable components are: product ID: 3889-28, lot# va0wg4n, product type: lead. (B)(4). Additional information regarding the patient were previously reported in manufacturer's report numbers 3004209178-2015-22729 and 300 4209178-2016-25056.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that, shortly after a revision surgery, the patient was not getting efficacy and their therapy disappeared. The rep saw the patient at this point, since they were complaining of accidents and bowel problems and they requested reprogramming. It was noted that, during the reprogramming, the patient felt stimulation, vaginally. They checked impedances and battery life and found no issues. The healthcare professional (hcp) did a kidney, ureter, and bladder x-ray (kub) with anteroposterior (ap) and lateral view films of the sacrum. They thought the lead looked like it was placed in foramen s2. The hcp wanted to do a revision and replacement to move the lead to a foramen lower, replace the implantable neurostimulator (ins), and move the system to the other side to try and get better efficacy. The revision and replacement was done on (B)(6) 2017 and, in the operating room, the hcp made a shallow incision in the skin and used blunt dissection to reach the ins but, when they went to grab and manipulate t he ins, it basically just fell into their hand. There was two solid inches of lead attached to the ins, but it had somehow disconnected halfway between the midline and pocket. They didn't think the physician had cut the lead, but the lead was definitely severed and the whole thing had been cut. They didn't see any fragments of wiring; it was a clean, fresh cut and was not jagged. They reiterated that they checked the impedances about a month or two prior to the report and didn't see anything out of the ordinary and the hcp didn't mention of seeing any issues on the films of anything being disconnected. They weren't aware if the patient had any other medical procedures done. The hcp removed the old lead and ins and replaced them with a new lead and new ins on the opposite side of the body. They didn't have any product to return and speculated that either the lead was cut during an unrelated pocket revision, cut during the procedure on (B)(6) 2017, or it was a spontaneous lead bust. The cause of the cut lead was undetermined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.